Event description:
It was reported to resmed italy that an astral device displayed error messages, system fault 74, indicating a software task error, and a power supply fault. This resulted in an alarm which notified the caregiver of the error message. There was no pt injury reported as a result of this incident. MFR ref # 3004604967-2015-00172.

Manufacturer narrative:
The device was sent to the resmed service center in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).